Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Angiography revealed a free flowing perforation. The origin of the perforation appeared to be about 15 mm into the mid circumflex occlusion. There was no staining suggesting the perforation may have been in the left atrium rather than the pericardium. There was a surgical consult; intravenous fluids were given and prophylactic dopamine started at 5 mg per kilogram per minute along with the continued heparin. Echocardiogram was used to evaluate the pericardial space. A 2.5 x 20 mm trek bdc was advanced so the distal tip of the balloon was several millimeters into the mid circumflex occlusion and inflated to 4 atm to stop the free flowing perforation from the antegrade direction. The balloon was left inflated for approximately 4 minutes. A 2.8 x 19 mm graftmaster stent was used to treat the perforation with a good result. The patient remained hemodynamically stable for the entire procedure. Echocardiography showed no evidence of pericardial fluid. No additional information was provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Arterial perforation is listed in the xience xpedition, xience xpedition small vessel (sv), and xience xpedition long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures.

Event description:
It was reported that the patient presented to a different site with rest angina and mildly elevated troponin levels. During a procedure of the left anterior descending and circumflex arteries, a balance middleweight (bmw) guide wire was advanced into the lad; direct stent of the 80% proximal lad lesion was accomplished and a 3.25 x 12 mm xience v stent was deployed at 16 atmosphere (atm) and post-dilated with a 3.25 nc trek balloon dilatation catheter (bdc) to 17 atm without reported issue. The guide catheter was torqued into the circumflex artery and the bmw was advanced across the high-grade mid disease into the second obtuse marginal branch, but it would not engage the mid circumflex occlusion. A fielder xt wire similarly would not engage the site of the the occlusion. Balloon angioplasty with a 2.5 x 12 trek bdc followed by placement of a 3.25 x 18 mm xience xpedition deployed at 15 atm and post-dilated with a 3.25 nc trek to 17 atm was completed at the mid circumflex. An attempt was made to open the chronic total mid circumflex occlusion with a pilot 50 guide wire unsuccessfully. A pilot 150 also would not cross the occlusion event even using support of a 1.5 mm x 15 mm unspecified balloon. A pilot 200 was inserted, but could not be advanced to the mid circumflex. The wire position did not appear to be intraluminal, but the wire was withdrawn back and advanced into what appeared to be the circumflex distal to the occlusion site. The 1.5 mm balloon was advanced and a series of balloon inflations was performed to 10 atm along the entire length of the occlusion.